Event description:
It was reported that the patient had an overdose. The patient had decreased responsiveness. The event occurred following a refill. The pump was programmed to the minimum rate and no narcan was given. The patient was admitted to the hospital. The drug used in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).